Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A search of the complaint database for product code 950501171 found previous investigations have been conducted for impaction shoe fracture. An investigation was conducted by the supplier on 28-nov-2011. It determined that the failure occurred as a result of chemical embrittlement of the radel impaction shoe due to a combination of exposure to disinfection chemicals and subsequent heat treatment during decontamination in the field (reference qif (B)(4)). It determined that the failure occurred as a result of chemical embrittlement of the radel impaction shoe due to a combination of exposure to disinfection chemicals and subsequent heat treatment during decontamination in the field. The change in design was approved, routed on eco-436430, and implemented on 02-january-2014 to replace the material for the impaction shoe from radel 5500 to propylux hs in addition to removing a thermal attachment process ((B)(4)). Further information can be found under eco-436430. The reported device was manufactured prior to the design change. Additional corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The inserter broke during surgery.